Manufacturer narrative:
Results: the 5max ace was fractured in the strain relief approximately 1.0 cm from the hub and kinked throughout its length. Some of this damage may have been due to return packaging conditions. Conclusion: the complaint has been evaluated. The complaint indicated that during a procedure, the physician noticed an air leak noise near the hub of the 5max ace, and then noticed it was broken. Evaluation of the returned device confirmed it was fractured underneath the strain relief. This type of damage typically occurs due to improper handling during preparation or use. If the 5max ace is manipulated forcefully at an angle during removal from the packaging or insertion into a patient, the strain relief may fracture due to excess force and bending. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the 5max ace became fractured and was no longer used. The procedure continued using a penumbra system 3max reperfusion catheter. There was no report of an adverse effect on the patient.